Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer alleged erroneous results on one patient sample tested with the troponin t hs stat (tnt-hsstat) assay on a cobas e411 analyzer. The discrepant tnt-hsstat of 0.063 ng/ml was reported outside the laboratory. There was no allegation of an adverse event. The customer had back-dated the analyzer from (B)(6) 2017 in order to use expired reagents. The results being reported in this MDR were not obtained with expired reagent. The reagent lot number was 24518003 with an expiration of 30-sep-2018. A precision test was performed with the primary sample tube with good results. A precision test performed with an aliquot cup was not good. The appropriate rack adapters were in use. The alarm trace from (B)(6) 2017 had one sample liquid level detection alarm. Performance testing on the analyzer on (B)(6) 2017 was within specifications. A specific root cause was not identified. A preanalytical/sample-specific issue was unlikely.